Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the reservoir was replaced. The patient was reported to be good after the surgery. No more information available at the moment. Should additional information become available, it will be provided.